Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) level dropped to 1.4 mmol/l (25.2 mg/dl) while wearing the pod between 25 and 36 hours. The patient was on a plane flying when she lost consciousness and developed hypoglycemia and hypothermia. On the plane she was treated with a glucose gel and once the plane landed she was treated with intravenous (IV) glucose. Paramedics at the airport took her clothes and wrapped her in blankets due to the sweating. She was released after 6 hours and a new pod was placed. The patient resides in the UK but was travelling to gibraltar.